Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore under the red ECG electrode on his right side. The area was described as a pressure sore with some broken skin, oozing, and bleeding. The patient discussed the irritation with a nurse who advised him to apply neosporin to the affected area. The patient's doctor applied an antibiotic cream in the affected area, placed a gauze over it, and adjusted the electrodes. Follow-up indicated that the skin condition was better.